Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
After numerous spins, there was a reported delay of 45 minutes.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the instrument was jumping when one of the two spheres on the bottom of reference frame was covered. The site swapped the reference frame and spheres and there was a noticeable improvement but the issue was still not resolved. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. No hardware parts were replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: 8801075 h6) annex a code a0908 is associated with rfr nav3112. H2) please see section b5. And additional codes for further additional information. H2) previously reported and relevant information can be found in medical device report (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that upon finishing the first imaging system spin, the surgeon checked the accuracy with the nav midas. The site quickly saw the navigation is off 5 millimeters (mm). The site tried re-registering the nav midas. Navigation was still showing inaccuracy of 5 mm. The site then used the chicken foot to check accuracy, yet navigation was still off by 5 mm. The site performed another imaging system spin. After the 2nd imaging system spin, the surgeon checked accuracy with the nav midas and the nav midas was still showing inaccuracy. The site tried re-registering the nav midas again. As it was still showing inaccuracy, the surgeon covered one of the bottom spheres.  The site saw the instrument move 3-4 mm on the screen. Upon covering one-bottom row sphere at a time, the instrument moved 3-4 mm on the screen. The site then tried using a new reference frame along with new spheres. The site performed a 3rd spin and the surgeon checked the accuracy with the nav midas again. This time navigation was only off 1-2 mm. The surgeon proceeded to do the case as this was the first acceptable navigable spin they trusted which was safe for the patient. The surgeon was certain this was a manufacturing sphere issue. They believed some of the spheres were defective which caused the inaccuracy. There was a surgical delay of one hour or longer.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Archive had 1 imaging system exam with 192 slices. Logs captured showed there was one session on the date of issue, during which the site performed 3 imaging system spins, but no abnormality related to the reported behavior was found. Thousands of "infrared interference errors" were observed on the date of issue. With additional information provided regarding changing the sphere, inaccuracies reduced to 1-2 millimeters (mm), which was within expected accuracy for the system. It was suspected that a problem with the sphere may have caused the reported behavior. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.